Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history record could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway.

Event description:
It was reported that during a stent deployment procedure through superficial femoral artery, the stent allegedly deployed partially. There was no reported patient injury.

Event description:
It was reported that during a stent deployment procedure through superficial femoral artery, the stent allegedly deployed partially. It was further reported that the stent allegedly had elongation. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a review of manufacturing records was not performed, as additional complaints have not been reported for this lot. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the stent delivery system was returned for evaluation without the stent in it. Therefore, no further tests can be performed. A video was equally provided, however, based on the provided video, the stent can be visualized in the lesion and the partial deployment of the stent can be confirmed. The video doesn't indicate the entire procedure including release the stent. No elongation of the stent can be confirmed. Based on the information available a definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product, it was found that the instructions for use sufficiently address the potential risks. Regarding potential damages the instructions for use states: 'visually inspect the bard e-luminexx vascular stent to verify that the device has not been damaged due to shipping or improper storage. Do not use damaged equipment'. With regards to general directions, the instructions for use states 'pre-dilatation of the stricture with an appropriately sized balloon dilatation catheter is left to the discretion of the treating physician'. Regarding preparation of the device the instructions for use states that 'prior to loading the vascular system over a guide wire, both ports must be flushed with sterile saline (...). Flushing these lumens will also facilitate stent graft deployment'. With regards to general warnings, the instructions for use states that 'should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit'. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.